Event description:
It was reported that the device alerts force sensor after 15-20 minutes of the first six infusions right hemisphere during neurosurgery. The medical technical support was unable to troubleshoot. The patient was stable and switched over to backup pump during troubleshooting attempts. The rest of the infusions was completed with backup pump. The syringe pump was being used as part of the administration system during an approved clinical trial. The pump was being used to infuse through a 1 milliliter (ml) syringe connected to a neuroventricular cannula used to ensure controlled, accurate delivery, and evenly spread of defined small volumes into right hemisphere. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Unique identifier is unknown. No information has been provided to date. No causes or potential causes to the customer's reported problem were found during the device history report (DHR )review. A product sample was received for evaluation. Visual and functional testing were performed. Pump received in optical very good conditions. Several alarms for force sensor background test and force sensor test was found in the event history log. The technician turned the pump on and off. The force sensor test appeared. The root cause of the reported issue was found to be the device was out of calibration. The technician performed force sensor calibration with test equipment, loaded new configuration to perform preventative maintenance and safety check. All required tests were within specifications. The technician performed a long therm test for over 3 hours without any problems.